Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description summary: (1) "oxygen supply failed" health impact: none. (2) insufficient information.

Manufacturer narrative:
Follow-up 1 (final) - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. The following was reported: "a c6 that generated an oxygen supply failed technical fault prior to patient use". Logfile were provided. The issue can either be caused by a damaged o2 proportional valve due to impurities inside of the oxygen hose or inside the valve itself, or by a leak in the lpo/hpo inlet. In this case, the damaged o2 proportional valve is believed to have caused the defect of the device.